Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 313 mg/dl. Customer was treated with insulin drip and insulin pump. Customer was using auto mode. Customer was alleging insulin pump for under delivering because customer stated that the insulin pump was not delivering enough insulin. Customer stated that there was no air bubbles and leak. Customer stated that the insulin pump failed displacement test. The insulin pump will not be returned for analysis.